Manufacturer narrative:
Product analysis (B)(4):failure investigation performed by (B)(4): one newport ht70 ventilator was received in (B)(4). The reported symptom could not be duplicated, but a different symptom was observed. The device was power cycled 40 times. During each power cycle, the unit successfully completed post without freezing. The os/bootloader version was v05.16.09 and the application software version was p09.15.27. After the unit was powered on, the device issued a system error alarm, which was because the calibration info was missing. The device was calibrated per the service manual (ref: pt00030049, rev. A). After calibration, the device no longer issued the system error. It was observed that the unit display the following error message: "date has reset, please change coin battery". The date and time were set. After powering cycling the unit, the same error message appeared. The electric potential of the lithium metal coin battery (p/n: bat3207p) was measured to be 0.023 v, which is less than the minimum required potential of 2.8 v (ref: bat3207p rev. A). A fluke true rms multimeter (B)(4) was used to measure the electric potential of the coin battery. The root cause of the error message was a depleted coin battery. Since this was a MDR investigation the lithium metal coin battery was retained for further analysis if deemed necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator screen froze at the six images screen. There was no patient involvement at the time of the reported condition.

Event description:
It was reported that the ht70 ventilator screen froze at the six images screen. There was no patient involvement at the time of the reported condition.